Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via (B)(4) and stated that she had a broken toothbrush head; it came apart in 2 parts while she was brushing her teeth. No injury was reported.